Event description:
It was reported by service report is that the foot and head end brake pedals were flipped upside down, resulting in the brakes unable to be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.